Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving inadequately trained family members, helping with the patient. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or manufacturers¿ specifications.

Event description:
On 27/jun/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of lightheadedness and diaphoresis. Upon admission it was a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s abdominal pain improved greatly over the next 48 hours, and it was determined the patient could be discharged on (B)(6) 2025. The patient was educated on the administration of intraperitoneal (ip) antibiotics and discharged home in stable condition. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 27/jun/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of lightheadedness and diaphoresis. Upon admission it was a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s abdominal pain improved greatly over the next 48 hours, and it was determined the patient could be discharged on (B)(6) 2025. The patient was educated on the administration of intraperitoneal (ip) antibiotics and discharged home in stable condition. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 27/jun/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of lightheadedness and diaphoresis. Upon admission it was a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s abdominal pain improved greatly over the next 48 hours, and it was determined the patient could be discharged on (B)(6) 2025. The patient was educated on the administration of intraperitoneal (ip) antibiotics and discharged home in stable condition. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: a2.

Event description:
On 27/jun/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of lightheadedness and diaphoresis. Upon admission it was a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s abdominal pain improved greatly over the next 48 hours, and it was determined the patient could be discharged on (B)(6) 2025. The patient was educated on the administration of intraperitoneal (ip) antibiotics and discharged home in stable condition. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: d4.